Manufacturer narrative:
Block h6: corrections made to accurately capture the investigation. All other codes remain appropriate. -updated investigation findings code from c02 (electrical problem identified) to c0201 .(electrical/electronic component problem identified). -updated investigation conclusions code from d02 (cause traced to component failure) to d01102 (unintended use error caused or contributed to event).

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure. During use, measurement drift was experienced outside the acceptable parameters. A new device was used to complete the procedure with no patient injury reported. This product problem is being submitted due to measurement drift. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is germany. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: visual inspection found no unusual characteristics of the device. During functional testing, the device failed the signal/zero test because an error message "autozeroing failed (108)" appeared on the console; therefore, the device could not be zeroed. The drift failure was confirmed based on the failed signal/zero test. Block h6: the probable cause of the failure is an electrical malfunction of the pressure wire that prevented the unit from being successfully zeroed by the console. Manipulation and strain can damage internal components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.